Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarms noted. The insulin pump had a missing end cap sticker noted. The insulin pump had moisture damage noted on lcd board and mother board during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call by customer's father that the insulin pump alarmed button error. The customer's blood glucose was 240mg/dl. Customer stated the pump may have been bumped. In addition, the insulin pump was wet due to water sprinklers. Advised customer to revert to back up plan.